Event description:
It was reported that the patient had healing issues at the ipg incision site. No device malfunction was suspected. Additional information was received that the incision site was cleaned and the patient was reportedly doing well.

Event description:
It was reported that the patient had healing issues at the ipg incision site. No device malfunction was suspected. Additional information was received that the incision site was cleaned and the patient was reportedly doing well. Additional information was received that there was a protrusion at the patients ipg incision site after the implant procedure. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively. The device remains implanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had healing issues at the ipg incision site. No device malfunction was suspected.